Event description:
In 2005 - a dental implant was placed in tooth location #20. Subsequently the patient was experiencing paresthesia (numbness). Six days later, the implant was removed. Nineteen days later, the clinician stated that the patient continues to have some numbness on the lips.